Event description:
It was reported that during a da vinci si prostatectomy procedure the prograsp forceps instrument wire was loose and frayed at the wrist. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cables were loose and frayed. Both pitch cables were found loose at the wrist. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in the clevis. The housing was removed and the pitch cables were found loose at the clamping pulley, but no loose clamping pulley screw was found. One of the loose pitch cables was frayed as well at the wrist. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.